Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a no delivery alarm when wearing quick set infusion set. Customer changed to sure-t infusion set and saw blood in tubing. Customer reports to be in the process of switching to sure-t infusion set. Customer states when he removed cannula, it was straight. He states 12-15 were bent within the last month. Customer was advised to monitor blood glucose. No further info provided.